Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure in 2007. Postoperatively, the mesh "ripped in half". Two other surgeries were performed on unknown dates related to the torn mesh.

Manufacturer narrative:
Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.